Event description:
Artifact present during AED deployment. (B) (4).

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.